Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during basal delivery. The customer changed the pump supplies and received another occlusion. A pump system check was performed. The pump and infusion set tubing were found to be operating as expected. There was no damage noted to the cannula. The customer changed the infusion set and insulin delivery was resumed. The customer's blood glucose (bg) level was over 400 mg/dl. A correction bolus and insulin injections were used to address the bg level.